Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuits were not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on the information and photographs provided. Results: the photographs provided showed that the grommet and the jacket probe port cap were missing. Conclusion: the leak occured due to the missing gommet and jacket probe port cap. Although we are unable to determine the cause of the missing grommet and jacket probe port cap, both the damage to the jacket probe and the fact that the circuit would not pass leak testing during production indicate that the device was manipulated by the user after distribution. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt200 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via distributor that the rt200 adult breathing circuits failed the leak test when connected to a ventilator. There was no patient involvement.